Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the roller clamp was found separated from three (3) solution administration sets. This was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual devices were not available; however, photographs were provided for evaluation. A visual inspection of the photographs observed the tube was not passed through the roller clamp; hence, the roller clamp was separate from the set. Two retention samples were evaluated. A visual inspection with the naked eye was performed to the retention samples and no non-conformity was observed. Additionally a push-pull test was performed on all junctions and no disconnectons were identified. A traction test was performed and both retention samples withstood the minimum required force. Functional underwater leak and air passage tests were performed and no leak or blockages were found on either of the retention samples. The reported issue was not verified in the retention samples, however, was verified by visual inspection of the photographs. The cause of the condition was determined to be a manufacturing assembly issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.